Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2010 and removed/replaced on (B)(6) 2021 due to a tubing leak of the silver tubing.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on the exhaust tubes of both cylinders. These were not sites of leakage. Other abrasion sites were also noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. A separation within abrasion was noted on the inlet tube of the reservoir. This was a site of leakage. Partial separations within abrasion were also noted on the tube of the reservoir. These were not sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tube of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Tubing leak of otr, silver tubing. Device was explanted and replaced with a titan zero. No other adverse patient effects were reported.